Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using the ilet experienced a low blood glucose event with a nadir of 41 mg/dl, received a device low glucose alert, self-treated with carbohydrate (7-up), and glucose returned to target within approximately 30 minutes; the patient denied recent food intake or exercise and requested additional remote training. Symptoms included hypoglycemia. Outcomes included no medical intervention and no need for assistance. Investigation included a complaint intake review, user interview, and troubleshooting and education. Investigation of this case revealed no device malfunction reported and an unclear root cause for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.